Event description:
It was reported by service report that there were no footboard functions or display due to the footboard connector and cord being damaged. The customer could not determine whether there was pt involvement or adverse consequences occurred.